Manufacturer narrative:
(B)(4). The reported field event of an impedance anomaly was confirmed in the laboratory via review of the stored egms. The reported inappropriate therapy could not be confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The cause of the reported anomalies could not be determined.

Event description:
It was reported that patient presented in the ER after receiving multiple appropriate therapies. High, out of range, pacing lead impedance and fracture were observed on the device.. Device was explanted and replaced. No further information.